Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it was discarded by the hospital. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "locking ring broke on constrained liner due to impingement from neck of femoral stem."